Event description:
Md needed to use a shockwave balloon on this particular patient. Balloon was inserted into the patient, but the balloon failed after 4 pulses (should have pulsed 10 times). Blood was noted to have come back into the intelli-system. Balloon removed from patient. Vendor aware of issue. FDA safety report ID# (B)(4).